Event description:
It was reported that one of the pegs broke off into the actual impactor. The peg was able to be removed, and the patient was not affected in any way.

Manufacturer narrative:
The journey femoral impact bumper was returned and evaluated. A visual inspection confirmed the complaint that one of bumper pegs has sheared off; it was not returned with the device. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.